Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Device had no telemetry. A memory download could not be performed. The device was forward to detailed analysis for further investigation. The pacemaker was placed on programmer and could not be identified. An internal part was observed to be likely fractured due to induced stress.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.